Event description:
Reporter indicated that vns pt has experienced a recent increase in seizure activity. The pt has not experienced any recent injury or trauma that may have damaged the vns therapy system; however, it was reported that the pt's device "did not appear to be sitting correctly" and that it has been that way since implant. It was reported that the pt's generator is perpendicular in her chest. The pt reports feeling painful stimulation at the generator site along with feelings of muscle twitching during stimulation cycles for approximately three months. Investigation to date has been unable to determine whether the increase in seizure activity is above pre-vns baseline frequency as treating neurologist cited hipaa regulations as reason for not providing additional info.